Event description:
It was reported that a patient underwent a left total knee arthroscopy on (B)(6) 2021 and barbed suture was used in the fat/skin layer. The patient came into for their two month follow up visit on (B)(6) 2021. Upon manipulation (flexion) of the knee by dr. (B)(6) , the proximal end of the incision reopened. Doctor stated their was no redness around the incision and the patient did not complain of any pain or discomfort. Pt was given oral keflex. On (B)(6) 2021 pt had a follow up appointment. Upon assessment the area of dehiscence was not healing. On (B)(6) 2021 pt had an irrigation and debridement of the dehisced portion of their incision. On (B)(6) 2021 pt had staples removed and the incision had healed without issue.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure date; please provide lot number; was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Was there any medical or surgical intervention performed to treat the dehiscence(re-operation; re-suturing; prescription steroids; antibiotics prescribed)? What is the most current patient health status and condition?. Procedure: left total knee arthroscopy, procedure date: (B)(6) 2021, gender: female, weight: (B)(6), bmi: 41.7, age: (B)(6) . On (B)(6) 2021 pt had a follow up visit. Upon manipulation (flexion) of the knee by dr (B)(6) , the proximal end of the incision reopened. Pt was given oral keflex. On (B)(6) 2021 pt had a follow up appointment. Upon assessment the area of dehiscence was not healing. On (B)(6) 2021 pt had an irrigation and debridement of the dehisced portion of their incision. On (B)(6) 2021 pt had staples removed and the incision had healed without issue. Related reports - 2210968-2022-00163 and 2210968-2022-00164.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/31/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b1, h6 health effect clinical code. Additional information was requested and the following was obtained: lot number for stratafix spiral monocryl plus - sxmp1b111? Lot number for stratafix spiral pds plus - sxpp1b411? : unknown. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? : unknown. What tissue dehisced? : subcutaneous and subcuticular. How was the skin closed? : it was closed with sxmp1b111. Proper initiation and termination of the suture was performed. Additional information was requested and the following was obtained: how many patients had an issue and please provide the patient and event information for each, if available? Unknown, at least 4 in the last 3 weeks have presented with issues. Were any of the patient events report to ethicon and if so, what is the product complaint reference number? Yes but I haven't been given a reference number please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: patients that have had to return to surgery for revision of their wound: 67yo female, bmi 42. Date and name of index surgical procedure? 1- total knee replacement, left the diagnosis and indication for the index surgical procedure? Osteoarthritis knee product code and lot number? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Knee- open medial parapatellar approach, anterior incision. On what tissue was the suture used/location of suture placement? Subcutaneous skin closure. How was the suture originally tied (multiple knots, square knot, etc.)? Sutureless stratafix. Product code and lot number? What tissue dehisced? Skin and subcutaneous. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal onset date/time of dehiscence? (# post op days) 2-4 weeks. How was the dehiscence managed? Initially with conservative wound care, when it worsened with surgical revision of the wound. Please describe any surgical intervention required for the wound dehiscence including date and findings. Were there any precipitating stress factors for the dehiscence? (B)(6) 2021 revision of the wound. Possible suture abscess, 2.5cm wound dehiscence. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No other than it seemed to have lost its strength/integrity by the 6 wk mark/time of the. Please describe the appearance of the stratafix during the second procedure. Did the stratafix suture break, if so, where (termination, middle, end)? Near end what symptoms did the patient experience following the index surgical procedure? Onset date? Both patients mentioned here and 2 more in the office. What specifically were the wound complications (other than the dehiscence) that occurred? At both upper and lower ends of the wound, the lower end in all cases has been the worst affected. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? A suture abscess formed which affected the ph of the wound and caused the suture to lose strength earlier than normal. What is the patient's current status? Doing well. If applicable, will product be returned? If so, please provide the return date and tracking information. Not applicable.